Manufacturer narrative:
The customer complaint of ¿light cord smoking¿ was not confirmed. Visual inspection: did not reveal any physical or cosmetic issues with the product. Functional inspection: the cable was illuminated using an l9000 light source; the cable illuminated properly during activate mode; there were no broken fibers and the lumen output was within specification. To address the customer complaint; temperature measurements were performed; the temperature at the tip of the cable measured 80 degrees c; the same as a new out-of-box cable. There was no indication of smoke from the cable; therefore, the cable did not present any additional risk to the patient. Probable root cause: possible misuse of the product; the cable possibly could have come into contact with the drape material. Note: the IFU manual for the l9000 has a safety notice listed that addresses precautionary measures to follow when using any light source and light cable. Essentially, it states to avoid placing the cable tip on the patient or drape while the unit is in activate mode. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the fiberoptic cord started smoking. It was reported that there was no patient involvement and the procedure was completed successfully.